Event description:
Customer reported updating time, personal profile, or settings which led to a blood glucose level displayed as "low." Customer consumed glucose tablets and ate bananas to address low blood glucose. Technical support assisted with updating the basal rate settings and advised the customer to consult their healthcare provider with any future changes.